Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On feb 19, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feelings. The pt reported that on the evening of (B) (6) 2010, she developed symptoms suggestive of "hypoglycemia." In response to the symptoms, the pt stated, she tested her blood glucose and obtained a result of "130 mg/dl" with the subject meter, which was normal. Fifteen minutes later, she retested and obtained a result of "110 mg/dl." The pt reported drinking orange juice after obtaining the "110 mg/dl" reading. At the time of troubleshooting, a cca walked the pt through a control solution test using the reported products; however, the result fell outside of the specified control solution range. When the pt ran another control solution test using a different vial of test strips, the result fell within the specified range. Although the pt developed symptoms suggestive of a low glucose, there is no indication that the subject meter caused or contributed to this serious injury. The pt claimed, she was symptomatic prior to when the alleged issue started. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because, the control solution test failed when testing with the subject test strips.